Manufacturer narrative:
(B)(4).

Event description:
There was an rv lead revision attempted on this lead due to perforation. Lead sensing had dropped from 20mv to 6mv three days after implant. On (B)(6) 2015 in the clinic there was loss of capture noted. An x-ray was performed and the decision was made to replace the lead. When the pocket was opened, there were signs of infection, so the physician decided to remove this lead and the rest of the system. Nothing has been replaced yet. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.